Event description:
It was reported by insulet that an unknown patient experienced brain death following coma with allegation of unspecified dexcom malfunction. The report was made by an unidentified individual on a social media post to insulet. Insulet and dexcom were unable to determine the patient referenced the complaint. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).